Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend or family member called to ask what to do with external equipment from implant. Caller reports rechargeable implantable neurostimulator (ins) was replaced with non rechargeable in his back for pain and his hands and feet. It was asked why they were replaced. Caller says there were no issues, he thinks one of the reasons was that his hands were very weak, and he could no longer charge.